Event description:
As reported by the edwards territory manager, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, following deployment of the 26mm sapien transcatheter heart valve, the patient had severe aortic regurgitation and insufficiency. Upon echo it appeared that one of the valve leaflets was not coapting. Multiple strategies to free the leaflet were attempted without change. A decision was made to implant another sapien valve. There was good position on the second valve implanted and the aortic regurgitation and insufficiency completely resolved. The patient left the operating room in stable condition. Per additional information received from the edwards territory manager, one week post tavr the patient was doing well. The patient's sinotubular junction (stj) was not narrow however calcification was moderate to severe. There was no severe ventricular septal hypertrophy. The aortic valve/leaflet calcification was described as bulky. The aortic root- degree/distribution of leaflet calcification was described as moderate. The image intensifier angle and coaxial alignment of the valve and the delivery system was described as good. Positioning was 50:50 although the final deployment position of the sapien valve is unknown. During deployment the balloon inflation was held for more than three (3) seconds; ventilation was also held during deployment and there was no loss of pacing capture. The patient's ejection fraction was reported as normal.

Manufacturer narrative:
The two serial numbers for the implanted valves were received (s/n (B)(4)). However we are unable to confirm which valve was implanted first. The device history record (DHR) review for both valves showed the devices met specifications prior to distribution of the devices. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. However, there was moderate/bulky calcification of the aortic valve, aortic root, and native leaflets. It is possible a combination of patient and procedural factors caused or contributed to this event. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending.